Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: manufacturing location: (B)(4), there have been no similar occurrences of this type for this instrument. The DHR was reviewed no irregularities were found. 389.803: the complaint states ¿metal cap broke off and inner part of handle shows rust.¿ this product has been in the field for 8.5 years. The instrument shows signs of extensive use based on the condition of the awl tip and impactor cap. The ¿rust¿ seen is red loctite which is the adhesive used to join the cap to the handle. The occurrence is determined to be due to normal use and extreme wear. There is no association to the manufacturing processes at (B)(4). Failure is not associated with any manufacturing processes. No additional actions indicated. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Visual inspection: clip at the tip broken off. The shaft and cap contained minimal damage. There is no association to the manufacturing processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the metal cap at the end of the awl broke off. It is unknown if this happened during surgery or if it was noted during the cleaning sterilization process. The inner part of the handle of the awl shows rust. Also the tip of the introducer shows a breakage; this was noted during the cleaning cycle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement or not. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: pilling weck (formerly beere precision and presently tecomet kenosha) manufactured the awl, part number 389.803, lot number 5454605, supplier lot number 573222b07. The certificate of compliance indicated the lot conformed to the correct specifications, met all requirements, and was manufactured to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.